Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient¿s therapy turned off about a month and a half ago after the battery fully depleted. The patient recharged the battery, turned therapy back on, and has since been recharging it twice a week, thereby preventing the battery from depleting completely. However, during the most recent recharge, the battery was at 30% and was charged to 100%. Over the weekend, the patient reported not feeling well, and it was discovered that therapy had turned off again. The caller was unsure what triggered the therapy to turn off. Patient services reviewed the issue after consulting with technical services, which determined that the implanted neurostimulator (ins) would not turn off at a 30% battery level and would need to be at 0% or very close to 0% for therapy to stop. The caller expressed dissatisfaction that this information had not been provided earlier. It was noted that the only way to determine the cause of the issue is for the healthcare provider to retrieve reports from the device. The caller confirmed there was no use of the MRI mode and no alerts displayed on the screen. The patient was redirected to their healthcare provider for further evaluation and management.